Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an b30 error, and an image sandstorm state during set-up/ inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g3, h2, h3, h4, h6, h11. Corrected fields: e1, e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was immersed in water, image sensor was immersed in water, connector was cracked, and the scope mount was corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the water immersion of the cable and the image sensor caused the b30 error and image sandstorm. Olympus will continue to monitor field performance for this device.